Manufacturer narrative:
No serious injury alleged. Consumer allegedly fell during a transfer. Caregiver attempted to break consumer's fall. Lift was approximately 16 years old at time of incident. Maintenance history is unknown. School and dealer attributed incident to caregiver bumping the leg adjustment lever during the transfer. Caregiver alleged legs on lift buckled. Product has not been returned for an evaluation so it is unknown if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged injury.

Event description:
The consumer and caregiver were both allegedly injured when the lift allegedly collapsed. The consumer was being transferred from the toilet to a wheelchair, when the legs on the lift allegedly buckled, causing the consumer to fall. The caregiver alleges she was injured when she attempted to stop the consumer from falling. The consumer and caregiver both sought medical attention. No serious injury is alleged.